Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional information. The investigation is still ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a flashing image when the cable was touched. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a flashing image when the cable was touched. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following reportable malfunctions were identified during the device evaluation: dent on outer tube a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flashing when touching the cable was due to a component failure of the r-unit and the dent on outer tube was due to component failure of the outer tube. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.